Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing. The reported condition was verified. The cause of the reported condition was damage caused by the packaging machines during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continu-flo solution set was leaking from the tubing. The leak was observed while priming the set with normal saline prior to handling chemotherapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.